Manufacturer narrative:
The reported complaint was confirmed. The srt observed the potentiometer to be maxed out and only producing 4.47 volts direct current (vdc) which is not within the specification range of 5.19-5.21 vdc. The srt replaced the power supply and performed release testing. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The service repair technician (srt) reported that during testing of the device at the service center, the central control monitor (ccm) was stuck in a boot up loop. There was no patient involvement.